Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on (B)(6) 2021, it was found that the adhesive of the objective lens partially peeled off. Other detailed information was not provided. There was no report of patient injury associated with the event. This device is an olympus asset.

Manufacturer narrative:
Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined. Omsc surmised that the reported phenomenon occurred due to the following causes or other. Peeling/chipping due to impact such as dropping. The surface of the distal end of the insertion tube was repeatedly wiped and scrubbed excessively. Chemical deterioration of the surface of the distal end of the insertion tube due to chemicals.